Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after cleaning the gastrointestinal videoscope, the scope was hung, and black water started dripping from the tip of the scope. The issue occurred during inspection for use and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the foreign material could not be identified. There was no physical damage at the place where the foreign material remained. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The instructions for use states the inspection methods associated with the event in instruction manual (disinfection/cleaning/sterilization section), chapter 5, endoscope reprocessing, "chapter 5.5 cleaning of external surfaces". Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed with a similar device.